Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: pr #: (B)(4) ¿ MDR- no sample. Part #: 381444 ¿ 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte autoguard shielded IV catheter. Made of bd vialon catheter biomaterial. Lot #: 7192991. Complaint: needle retraction failure. Event description: (B)(4) instances of iag button activation with needle not retracting into barrel. Lot analysis. Device/batch history record review: yes. Results of this review disclosed: this lot (7192991) was built on afa line 8 on aug 8, 2017 through aug 13, 2017 and packaged on line 11 for the quantity of (B)(4) units. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for damaged component (grip, button, spring, hub), needle retraction by button activation and adhesive overfilled/drip as well as periodic cleaning/alignment of the glue grippers were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Mrr / sap-qn database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s1 severity ranking. Review was conducted for this MDR-level b investigation; as a result of the review there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. Observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. The peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Conclusions: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: units not provided for investigation of the incident stated in the pr.

Event description:
It was reported that the needle failed to retract safely on the 18 g x 1.16 in. Bd insyte¿ autoguard¿ shielded IV catheter. There was no report of injury or medical intervention.